Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during knee arthroscopy procedure, the mdu was stuck and overheated. No significant delay and a back up was available to complete the procedure. No other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.